Event description:
In clinic interrogation showed intermittent oversensing on atrial lead. No at af episodes detected, but cardiac compass shows evidence of mode switches that have been consistent since (B)(6) 604594360 this report reflects information received by FDA in the form of a notification per 803.22 (b)(2)